Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level increased to approximately 17 mmol/l (306 mg/dl) after approximately 1-4 hours of pod wear on the abdomen, accompanied with symptoms of mild nausea and headache. It was confirmed that the cannula was properly inserted into the skin during wear and no insulin leakage was reported. Upon pod removal, the cannula was observed to be bent. It was further reported that the patient experienced a slight burning sensation at the infusion site. The patient applied a new pod and successfully resumed therapy.